Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: post procedure. It was reported that post left internal carotid artery stent placement, the patient developed hypotension with blood pressures in the 70s/40s mmhg and some mental status changes. She was treated with vasopressors; her antihypertensive and diuretic medications were discontinued and she was discharged home 3 days post-procedure. The day after discharge, she was readmitted with pulmonary edema due to chronic heart failure and discontinuation of diuretics. She was intubated and diuresed and the pulmonary edema improved. However, on coumadin therapy, her inr rose from therapeutic to supratherapeutic (greater than 6.6). She experienced intracranial bleeding (icb) and because hypertensive with systolic values greater than 200. The icb evolved into a large subdural hematoma and hemorrhage. The family elected to withdraw care; the patient was extubated and died in 2008 secondary to icb. The physician assessed the icb and death to be due to markedly elevated inr and concurrent hypertension, unrelated to the carotid stent. Though requested, no additional information was provided. Capture 2 study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.